Event description:
The patient was implanted with a siltex saline mammary prosthesis on 11/30/94. Subsequently, the patient experienced a deflation of the device and pain. The device was explanted on 9/15/97.